Event description:
The customer reported damaged battery cap. Customer stated unable to remove the battery cap in the insulin pump. Customer's blood glucose was 418 mg/dl. Customer stated had treated. Advised the customer to monitor the insulin pump. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.